Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose of 420 mg/dl. The customer stated that the cause of the event was a urinary tract infection, which she discovered after a lot of tests were ran. The customer then stated that prior to the event, she had thought that she had a stomach bug and had changed out her infusion set, but then blood glucose levels went up and she became very sick. The customer then stated that she uses a silhouette infusion set and changes her infusion set every two to three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.